Event description:
It was reported that (2) devices were used during a total gastrectomy. It was reported by the affiliate that the tlc55 instrument fired fine on the first firing. After reload, instrument would not fire. Another instrument was used to complete the case. There was no consequence to the pt.